Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. (H3) the root cause of the limb ischemia issue was biomaterial found in leg artery. The cause of the purge leak issue was not determined since product was not returned. Instructions for use for the related event are as follows: do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 14-year-old female had arterial thrombus formation in the left lower leg and in the mesenteric vessels, requiring leg amputation and the purge filter near red plug is broken and leaking, requiring purge bypass during impella 5.5 support. The patient remained on impella 5.5 support until explanted on (B)(6) 2022.